Event description:
During variax fibula surgery, one of the distal hole of the plate could not lock the locking screw. The surgeon re-drilled correct angle and exchanged the screw to new one but the second screw was also same situation.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed both locking screws t10 3,5mm to be the subject products. The reported distal lateral fibula plate was considered as an associated product. Review of the device history records revealed no discrepancies. The items reported were documented as faultless prior to distribution. Visual examination of both locking screws received revealed the threads at the screw head to be significantly deformed and damaged. Material was bent upwards. The appearance and the extent of the damage indicated that the event was related to an intra-operative damage of the devices ¿ caused most likely due to multiple screw insertion attempts. Based on the above facts the root cause was attributed to a user related issue.´no non-conformity identified.

Event description:
During variax fibula surgery, one of the distal hole of the plate could not lock the locking screw. The surgeon re-drilled correct angle and exchanged the screw to new one but the second screw was also same situation.